Event description:
Complainant alleged that the autopulse® platform was displaying a "system error" upon power up. Complainant also reported that power cycling the platform would not resolve this issue. No adverse patient sequelae was reported. No further details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.